Manufacturer narrative:
The compromised force sensor system alarmed during basic occlusion test due to a protruded and loose drive support disk. Analysis was unable to perform prime test due to a loose drive support disk. The unit had a minor scratched display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.(B)(4)

Event description:
The customer called in to report a prime and fill anomaly. The customer reported that insulin was "squirting out" during the manual prime process and that they were unable to exit the "preparing to prime" loop. The customer's blood glucose level was 129 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.